Event description:
It was reported that while swapping out the battery and upon removal of the battery, something caused a spark and burnt the battery's connector. Customer returned the battery for evaluation but did not return the board that the battery came out of because it functioned normally. No adverse event reported.

Manufacturer narrative:
Complaint of burnt battery connector was verified. Battery connector's casing was also damaged. The battery was tested, it passed functional tests. The underlying cause for the burnt battery connector cannot be determined. No adverse event reported.